Event description:
Information received indicated that the patient was implanted with miniarc in 2009. The mesh was removed six months later because, anchor went through the vaginal wall, and the sling shrunk. No further information was provided.